Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("rashes"), migraine ("migraine /headache"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopically bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, rash, migraine, uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia, migraine, pelvic pain, rash and uterine haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils were noted at the interstitium/the fallopian tube and essure coil were removed from the abdomen intact.') And pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization, pelvic pain female and endometriosis. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("rashes"), migraine ("migraine /headache"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy and removal of essure device and laproscopically bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device dislocation, pelvic pain, dyspareunia, rash, migraine, uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, dyspareunia, menorrhagia, migraine, pelvic pain, rash and uterine haemorrhage to be related to essure (ess205). The reporter commented: the right tube showed three coils protruding from the tubal ostia at -the completion of the procedure. The left tubal ostia was well visualized but the coil was retracted into the tube with no coil showing at completion of the procedure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2021: mr received: event 'essure coils were noted at the interstitium/the fallopian tube and essure coils were removed from the abdomen intact.' , medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils were noted at the interstitium/the fallopian tube and essure coil were removed from the abdomen intact.') And pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization, pelvic pain female and endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("rashes"), migraine ("migraine /headache"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy and removal of essure device and laproscopically bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dyspareunia, rash, migraine, uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, dyspareunia, menorrhagia, migraine, pelvic pain, rash and uterine haemorrhage to be related to essure (ess205). The reporter commented: the right tube showed three coils protruding from the tubal ostia at -the completion of the procedure. The left tubal ostia was well visualized but the coil was retracted into the tube with no coil showing at completion of the procedure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In a female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("rashes"), migraine ("migraine /headache"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laproscopically bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, rash, migraine, uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia, migraine, pelvic pain, rash and uterine haemorrhage to be related to essure (ess205). Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.